Event description:
It was reported that this pacemaker exhibited oversensing resulting in inappropriate atrial tachy response (atr) episodes. Additionally, pacemaker mediated tachycardia (pmt) episodes were stored. Boston scientific technical services (ts) discussed the pmt could be a sinus tachycardia episode. No adverse patient effects were reported. At this time, this device remains in service.